Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during meniscus repair, the fast fix t1 t2 were deployed, so the knot could not be pushed. Delay was greater than 30 minutes and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors were not returned with the device. A piece of the suture was returned with one frayed end and one smooth end. The actuator has been fully triggered. The needle has been bent from intended position. A functional evaluation was performed on the returned device and found the suture knot can't be tested due to that portion of the suture not being returned with the device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that one undated, unlabeled intra-operative image was attached, that shows the suture knot, however, the image alone does not provide a clinical root cause and that the IFU does warn, ¿it is the healthcare professional¿s responsibility to be familiar with the appropriate surgical techniques prior to the use of this device." The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive debris on the device. No containment or corrective actions are recommended at this time. H11: h2: corrected data on b2, d8 and h6 (health effect - clinical code, impact code and medical device problem code).